Event description:
The customer reported that the 7900 system had a physicist discrepancy. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The system was calibrated during the service call.